Event description:
The customer reported that while running a hepatitis core assay, using summit sample handler, did not pipette the correct amount of diluent in row g and no error message was given. A field service engineer was dispatched and could not duplicate the problem. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics, inc. Complaint number 00-04872-09.